Manufacturer narrative:
The device has been received for evaluation. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a faulty screen was confirmed during product evaluation. The assignable cause was a defective main display. The main display was replaced to correct the reported condition. The user interface module software version is 8.11.00. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
This is a colleague pump returned to baxter technical services where a faulty screen was reported. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown.